Event description:
It was reported that the patient had some bleeding in the wound dressing following an implant procedure. The physician took the patient back to the operating room (or) where the pocket site was suctioned, cleaned and packed. The implantable pulse generator (ipg) was placed back in the pocket, sutured and stapled the incision. The patient was doing well postoperatively. The physician believed that bleeding was not device or procedure related.